Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt was re-implanted on (B)(6) 2011 as the device had malfunctioned. To date no additional information has been rec'd regarding the reason the device had malfunctioned, leading to re-implantation.